Event description:
Healthcare professional reported a right side rupture and "enlarged lymph nodes." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional data: b.5., b.6, d.4, d.7, g.3, h.4., h.6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for an unknown side. Device remains implanted.